Event description:
The hosp reported that during a coronary artery bypass procedure, the sponge of the xpose 4 device was falling off. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no non-conformities with the unit. The device was very bloody. When the device was further examined, it was observed that the safety crimp was stuck between the stop plate. This enabled the suction cup assembly to "pop off." This indicates that the product was assembled incorrectly in mfg. Based upon these findings, the reported complaint "sponge of the xpose 4 device was falling off" was confirmed. (B)(4).